Event description:
It was reported that when the vagina was being amputated from the cervix towards the end of a da vinci s hysterectomy procedure a blade from the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was not retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The initial reporter indicated that the instrument was disposed of, therefore, will not be returning to isi for evaluation.

Manufacturer narrative:
Since the instrument was disposed of, evaluation of the device cannot be performed and the root cause of the customer reported failure mode cannot be determined. The materials in the intuitive surgical 8mm and 5mm endowrist instruments for use on the da vinci s surgical system have been tested for material biocompatibility in accordance with iso (B)(4) standards for their intended use (blood path, indirect (4.2.3.a) and limited exposure (4.3.a)). On (B)(6) 2010, a video recording of the surgical procedure was provided to isi. To date, isi has been unable to view the video due to the format it was recorded in. Isi will continue to try a variety of video players and format conversions in an attempt to view the video. If successful, a follow-up MDR will be submitted after the video has been reviewed or if additional information is received.